Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. B3: only event year known: 2025. D4: batch #c9dt5t. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the staple line was clipped excessively since the staple line integrity was uncertain and oozy" could you please provide more details about the type of oozing? Was there any other issue noted with the staple line other than "oozy" (malformed staples, staple line missing staples, etc.)? How was the "oozy" controlled? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with an endopath xcel trocar 12 mm inserted in the device and with one gst60d reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. The articulation mechanism was totally functional during functional testing. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9860y, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9dt5t, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first gold cartridge was loaded without issue. The device was inserted and articulated successfully. Upon firing, the device was audibly making erratic, clicking noises as it tried to deploy staples. The device was then unable to be opened or articulated. The manual override was opened and the device was removed from the abdomen in an articulated position. The staple line was clipped excessively since the staple line integrity was uncertain and oozy. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.